Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a message of 'reduce the pressure on the blade tip'. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The failure analysis (fa) investigations replicated/confirmed the customer-reported complaint of 'reduce the pressure on the blade tip'. The harmonic ace instrument was found to have one blade broken at the base. A piece approximately .546" x .084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.